Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: device ineffective ("essure device in place.however,there is spontaneous spillage of contrast into the peritoneal cavity indicating incomplete occlusion of fallopian tubes."). The patient had a medical history of human papillomavirus infection in 2015 and urinary incontinence (history of present illness: seen by doctor for pelvic pain and abnormal uterine bleeding referred to this clinic for urinary incontinence symptoms. She complains mostly of annoyance at post void dribbling. She reports that when she wears a tampon she experiences these symptoms less. Leak with stress: yes leak with urge: no leak with exercise: yes leak with intercourse/orgasm: no unconscious leakage: yes leak for how long: 4 months leaks per: every time that she uses the restroom #pads per day: 6 panty liners #daytime voids: 7-8 #nighttime voids: 2 post void dribble: yes feeling of incomplete emptying: no void with valsalva: yes urine stream: normal, somtimes she feels like she has to push to get the pee out childhood enuresis: no urinary frequency: yes urgency: yes dysuria: no previous urogyn treatment: denies urinary system: : complains of- urinary frequency, waking up at night to urinate, to wear incontinence products, urinary urgency. Denies- urine loss with cough, uncontrollable loss of stool, painful urination, blood in urine, urine loss with urgency, bed wetting, bladder infection, difficulty urinating. Gi system: : complains of- abdominal pain. L.), allergy (risperdal (critical) abilify (critical)), anxiety, cocaine abuse, marijuana abuse, tobacco abuse, alcohol abuse, bipolar disorder, depression, dyspareunia, frequent periods, parity 2, multi gravida, nausea, menstrual disorder and obesity. Previously administered products included: depo provera. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, 925 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (1. Total laparoscopic hysterectomy. 2. Bilateral salpingectomy.). At the time of the report, the outcome of medical device removal was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 39.79 kg/sqm. [Hysterosalpingogram] on (B)(6) 2017: hysterosalpingography history:essure placement,total tubal occlusion findings : bilateral fallopian tubes are patent in spite of presence of essure device. Impression: essure device in place. However,there is spontaneous spillage of contrast into the peritoneal cavity indicating incomplete occlusion of fallopian tubes. [Pathology test] on (B)(6) 2019: final diagnosis: uterus, cervix, bilateral fallopian tubes; total hysterectomy and bilateral salpingectomy: - uterus (109 grams). O uterus with superficial adenomyosis. O proliferative endometrium. O negative for hyperplasia, atypia, or invasive neoplasm. - cervix: o normal cervix. O negative for dysplasia or neoplasia. - bilateral fallopian tubes: o right fallopian tube with a paratubal cyst. O left fallopian tube with adenofibroma (2.2 cm). O negative for borderline features or invasive neoplasm.specimen: uterus, surgical excision cervix-bilateral fallopian tubes gross description: the right fallopian tube measures 5.3 cm in length and adjacent to the fimbria there is a paratubal cyst with thin wall. The paratubal cyst measures 2.0 x 1.7 cm in greatest diameters. Sections reveal that the paratubal cyst is filled with gelatinous material yellow. The wall of the cyst ranges in thickness from <0.1 cm in average, but at one point there is a small nodule with firm consistency measuring 0.1 cm in greatest dimensions. Sections of the fallopian tube reveal unremarkable tubular structure. The left fallopian tube measures 5.0 cm in length by 0.5 cm in average diameter and this fallopian tube has two paratubal cysts, one of them measures 2.2 x 1.7 cm in greatest dimensions. The wall is very thin and translucent. The cavity contains clear yellow mucinous material. The second paratubal cyst is located on the mid portion and this paratubal cyst measures 1.0 x 1.0 cm in greatest dimensions. The wall is also thin and translucent and the cavity is filled with clear mucinous material. No nodularities, tumors or purulent collections are seen sections of this right fallopian tube reveal a tubular structure surrounded by hyperemic tissue. On the proximal end of the fallopian tube there is a tissue with vascular structure and one of the vessels has inserted a coiled piece of metal chrome in color. This piece of metal is inserted on the vessel measures up to 1.7 cm in length by greater than 1.0 mm in diameter. [Ultrasound pelvis] on (B)(6) 2019: pelvic ultrasound examination: indication:abnromal uterine bleeding assessment: lmp on (B)(6) 2019. Day of cycle 8. Cycle: irregular cycle. Bleeding: menorrhagia. Bleeding duration 7 d to 9 d. Contraception: essure method: transabdominal and transvaginal ultrasound examination. View: sufficient uterus: position: retroverted myometrium: heterogeneous endometrium: hyperechogenic. Endometrial thickness, total 5.2 mm fibroid(s) intramural. Posterior wall. Inhomogeneous structure. Comment: per patient since she got the essure her periods became irregular and heavy. Impression: slightly enlarged retroverted uterus with heterogeneous myometrium and thin and hyperechogenic endometrium. Intramural fibroid in the posterior wall measuring 1.73 x 0.9 x 1.65 cm. Echogenic areas seen in bilateral tubal area adjacent to uterus in transverse plane (essure). In the ultrasound images reviewed the ovaries could not be visualized and there are no adnexal masses. Moderate amount of free fluid seen in the posterior cul-de-sac. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test.non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 366 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: device ineffective ("essure device in place. However,there is spontaneous spillage of contrast into the peritoneal cavity indicating incomplete occlusion of fallopian tubes."). The patient had a medical history of human papillomavirus infection in 2015 and urinary incontinence (history of present illness: seen by doctor for pelvic pain and abnormal uterine bleeding referred to this clinic for urinary incontinence symptoms. She complains mostly of annoyance at post void dribbling. She reports that when she wears a tampon she experiences these symptoms less. Leak with stress: yes. Leak with urge: no. Leak with exercise: yes. Leak with intercourse/orgasm: no. Unconscious leakage: yes. Leak for how long: 4 months. Leaks per: every time that she uses the restroom. #pads per day: 6 panty liners. #daytime voids: 7-8. #nighttime voids: 2. Post void dribble: yes. Feeling of incomplete emptying: no. Void with valsalva: yes. Urine stream: normal, somtimes she feels like she has to push to get the pee out. Childhood enuresis: no. Urinary frequency: yes. Urgency: yes. Dysuria: no. Previous urogyn treatment: denies. Urinary system: : complains of- urinary frequency, waking up at night to urinate, to wear incontinence products, urinary urgency. Denies- urine loss with cough, uncontrollable loss of stool, painful urination, blood in urine, urine loss with urgency, bed wetting, bladder infection, difficulty urinating. Gi system: : complains of- abdominal pain. L.), allergy (risperdal (critical) abilify (critical)), anxiety, cocaine abuse, marijuana abuse, tobacco abuse, alcohol abuse, bipolar disorder, depression, dyspareunia, frequent periods, parity 2, multi gravida, nausea in pregnancy, menstrual disorder and obesity. Previously administered products included: depo provera. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, 925 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (1. Total laparoscopic hysterectomy. 2. Bilateral salpingectomy.). At the time of the report, the outcome of medical device removal was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 39.79 kg/sqm. [Hysterosalpingogram] on (B)(6) 2017: hysterosalpingography. History:essure placement,total tubal occlusion findings: bilateral fallopian tubes are patent in spite of presence of essure device. Impression: essure device in place. However,there is spontaneous spillage of contrast into the peritoneal cavity indicating incomplete occlusion of fallopian tubes. [Pathology test] on (B)(6) 2019: final diagnosis: uterus, cervix, bilateral fallopian tubes; total hysterectomy and bilateral salpingectomy: - uterus (109 grams). Uterus with superficial adenomyosis. Proliferative endometrium. Negative for hyperplasia, atypia, or invasive neoplasm. Cervix, normal cervix., negative for dysplasia or neoplasia. Bilateral fallopian tubes: right fallopian tube with a paratubal cyst. Left fallopian tube with adenofibroma (2.2 cm). Negative for borderline features or invasive neoplasm. Specimen: uterus, surgical excision cervix-bilateral fallopian tubes gross description: the right fallopian tube measures 5.3 cm in length and adjacent to the fimbria there is a paratubal cyst with thin wall. The paratubal cyst measures 2.0 x 1.7 cm in greatest diameters. Sections reveal that the paratubal cyst is filled with gelatinous material yellow. The wall of the cyst ranges in thickness from <0.1 cm in average, but at one point there is a small nodule with firm consistency measuring 0.1 cm in greatest dimensions. Sections of the fallopian tube reveal unremarkable tubular structure. The left fallopian tube measures 5.0 cm in length by 0.5 cm in average diameter and this fallopian tube has two paratubal cysts, one of them measures 2.2 x 1.7 cm in greatest dimensions. The wall is very thin and translucent. The cavity contains clear yellow mucinous material. The second paratubal cyst is located on the mid portion and this paratubal cyst measures 1.0 x 1.0 cm in greatest dimensions. The wall is also thin and translucent and the cavity is filled with clear mucinous material. No nodularities, tumors or purulent collections are seen sections of this right fallopian tube reveal a tubular structure surrounded by hyperemic tissue. On the proximal end of the fallopian tube there is a tissue with vascular structure and one of the vessels has inserted a coiled piece of metal chrome in color. This piece of metal is inserted on the vessel measures up to 1.7 cm in length by greater than 1.0 mm in diameter. [Ultrasound pelvis] on (B)(6) 2019: pelvic ultrasound examination: indication:abnormal uterine bleeding assessment: lmp on (B)(6) 2019. Day of cycle 8. Cycle: irregular cycle. Bleeding: menorrhagia. Bleeding duration 7 d to 9 d. Contraception: essure method: transabdominal and transvaginal ultrasound examination. View: sufficient uterus: position: retroverted. Myometrium: heterogeneous. Endometrium: hyperechogenic. Endometrial thickness, total 5.2 mm. Fibroid(s) intramural. Posterior wall. Inhomogeneous structure. Comment: per patient since she got the essure her periods became irregular and heavy. Impression: slightly enlarged retroverted uterus with heterogeneous myometrium and thin and hyperechogenic. Endometrium. Intramural fibroid in the posterior wall measuring 1.73 x 0.9 x 1.65 cm. Echogenic. Areas seen in bilateral tubal area adjacent to uterus in transverse plane (essure). In the ultrasound images reviewed the ovaries could not be visualized and there are no adnexal masses. Moderate amount of free fluid seen in the posterior cul-de-sac. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016 the patient had essure inserted. On (B)(6) 2017 366 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.